Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain on the right side') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "right implant had trouble getting into position" on (B)(6) 2015. Medical conditions: previously everything was fine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("doctor had to do it again twice in the course of a few weeks (essure insertion)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain on the right side"), ear pain ("ear pain on the right side"), gastrooesophageal reflux disease ("gastroesophageal reflux") and insomnia ("insomnia"). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, ear pain, gastrooesophageal reflux disease and insomnia had not resolved and the complication of device insertion outcome was unknown. The reporter provided no causality assessment for back pain, complication of device insertion, ear pain, gastrooesophageal reflux disease, insomnia and pelvic pain with essure. The reporter commented: the events started 1 year after the placement of the essures, while previously everything was fine. All areas of pain are localised on the right side. Oddly, the one where the implant had trouble getting into position. The doctor had to do it again in the course of a few weeks. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.